Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer received a battery failed alarm even after using a new battery. The customer reported no adverse event. The event involved product mmt-1886l. Troubleshooting was performed by reviewing the alarm and possible causes, confirming the correct battery cap was in use, inspecting the battery cap contacts and battery compartment for corrosion or damage with none found, advising the customer to insert a new battery and ensure it was properly aligned and secured, guiding the customer through a pump restart by removing the battery and holding the back button until the screen turned off, and inserting a new battery; however, the battery failed alarm persisted and the pump required replacement. No harm requiring medical intervention was reported. Mmt-1886l was requested, and the customer's response was that the device would be returned.